Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that during a lead extraction re-intervention that occured on (B)(6) 2018, the use of the implanted pacemaker was discontinued. It was first intended to implant the subject kora 250 dr (s/n (B)(4) as the replacement pacemaker, but the pacemaker was found in standby mode in the box. A different pacemaker was therefore implanted.

Event description:
It was reported that during a lead extraction re-intervention that occured on (B)(6) 2018, the use of the implanted pacemaker was discontinued. It was first intended to implant the subject kora 250 dr (s/n (B)(4)) as the replacement pacemaker, but the pacemaker was found in standby mode in the box. A different pacemaker was therefore implanted.

Manufacturer narrative:
Corrected data: it was inappropriately reported on 29 jun 2018 in the follow-up 1 that the root cause of the standby mode was unknown, whereas the root cause was known. The standby mode occurred because of telemetry crosstalk with another device. (B)(4).

Manufacturer narrative:
Preliminary analysis confirmed that the subject device switch in standby mode; however the root cause is still under investigation.

Event description:
It was reported that during a lead extraction re-intervention that occured on (B)(6) 2018, the use of the implanted pacemaker was discontinued. It was first intended to implant the subject kora 250 dr (s/n (B)(4) as the replacement pacemaker, but the pacemaker was found in standby mode in the box. A different pacemaker was therefore implanted.